Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) states they had their device removed 2 years ago since it never gave them therapeutic relief. Pt states this issue started from the very beginning of having the original device implanted. Pt states doctor ended up removing the first system and replacing it with another. However, pt states this didn't help their symptoms either. Pt states they are very angry about the entire process and feels the doctor did this just to make money. Patient services is documenting reported event. No additional action was taken. No further complications were reported at this time. [See related sr (B)(4) for returned product].